Event description:
The ge oec 8800 fluoroscopy system had the right monitor not recover correctly from the sleep mode. Monitor got progressively darker.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective monitor that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.